Manufacturer narrative:
We have requested the product back from the consumer but have not received it to date. Device not returned to the manufacturer.

Event description:
The consumer alleges that she received a burn from the heating pad. Claims the heating pad was turning brown and melting after 20-30 minutes. The consumer felt a burn. The consumer was sitting on the couch with the heating pad on her back.